Event description:
The swan ganz catheter was inserted dwithout difficulty during cardiac surgery to allow for postop hemodymanic monitoring. Fifteen minutes after completion of biventricular pacing protocol during which frequent hemodynamic measurements were taken, patient developed severe hemoptysis, and coded. Resuscitation was not successful. This is a known complication, so device was not saved for testing. Reinforced with staff involved the need to save and test equipmentdevice labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: maybe. Corrective actions: device discarded, none or unknown. The device was destroyed/disposed of.